Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt's pump was explanted for recovery. The pt's ejection fraction (ef) was 68%. Weaning echo study was performed while the pt was exercising. It was also reported that the pump will be returned to the manufacturer for eval for thrombus.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.